Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that x-ray continued to be emitted after release of the foot switch. There was no report of patient involvement. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
The customer reported "with footpedal plugged in system continues to fluoro. Removing it stops the fluoro". By the time the fse arrived on site the customer had already changed out the foot switch assembly and disposed of it. The report from customer indicated it occurred prior to use, so no patient involvement. The customer tested the new switch with no errors or issues occurring. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.